Event description:
Customer reported system is displaying a red led light for temperature/device in failure during an exam. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the manual remote control bulb switch and adjusted the iris for 3 fields. System operates as intended.